Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01045-01. This supplemental report is being submitted to provide correction, additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, d9, h3 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure that was initially reported, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. The control knob was heavy and failed angle knob torque measurement. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the device issue was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer confirming that there was no patient harm due to the procedural delay.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01045. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during colonoscopy procedure, the angulation of the colonovideoscope seems to be "a bit tight and stiff". The procedure was delayed for more than 30 minutes as a result. The procedure was still completed with the same device. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to primary UDI number which was inadvertently marked as (B)(4).